Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a3a, b2, b3, b5, b6, b7, d10. B5: upon follow up, it was reported that the patient also experienced cloudy effluent as manifestation of the peritonitis. The cause of the peritonitis was unknown. It was reported that the patient discharged from the hospital 15 days after admission. The patient was treated with cefazolin intraperitoneally. It was reported that on unspecified date, the patient recovered from the cloudy pd effluent and peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.